Event description:
Elderly male with history of prostate cancer. Procedure: robot assisted radical prostatectomy with pelvic node dissection. Hem-o-lock large clips did not clip. Another clip used without difficulty. No known harm to patient. Clips were not saved but packaging was. Manufacturer response for hem-o lock large clip, weck hem-o-lok l (per site reporter) unknown.